Manufacturer narrative:
Age at the time of event: 60+ years old. Device evaluated by MFR.: xxl device was returned for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 8 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 8 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 8 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. No issues were noted with the returned device which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the moderately tortuous left common iliac vein. A 16-6/5.8/75 xxl esophageal was advanced for post-dilation. However, during first inflation at 3 atmospheres (atm), the balloon ruptured. Another 16-6/5.8/75 xxl esophageal was advanced for post-dilation and after first inflation at 2 atm, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at the time of event: 60+ years old.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous left common iliac vein. Two stents were placed in the patient's left side from the left common iliac to the common femoral vein. After the first stent was deployed, a 16-6/5.8/75 xxl esophageal balloon was advanced for post dilatation. However, during the first inflation at 3 atmospheres (atm), the balloon ruptured. The balloon was removed fully intact from the patient's body and the second stent was placed. Another 16-6/5.8/75 xxl esophageal balloon was opened and advanced to post dilate the stents. However, on the first inflation at 2 atm, the balloon ruptured. The balloon was removed from the patient's body fully intact as well. The procedure was completed with another of the same device. No patient complications were reported.